Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2026, the rep went to visit the patient at the office with the pain management doctor. Caller stated on the date of (B)(6) 2026, the patient got an MRI and the pump stalled. The rep believed the pump recovered the same day, and then on (B)(6) 2026 the pump stalled again and the patient did not get an MRI. The motor stall exceeded 48 hours. Caller mentioned that when the healthcare provider (hcp) would refill the pump, the amount of drug that they would aspirate out of the pump would not match what was expected. The rep stated the volumes were not that different, but it was still a discrepancy. Caller thought this happened a couple times. The hcp recommended that the pump be replaced and referred the patient to a neurosurgeon to replace the pump. No replacement date at this time.